Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the handpiece was very hot during a surgical procedure. The handpiece was replaced to complete the cataract with intraocular lens implant procedure. There was no patient harm.

Manufacturer narrative:
The handpiece was not returned. Therefore, no testing was performed and the reported event could not be confirmed. The system was manufactured on august 18, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).